Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg was missing a label. There was no report of patient impact.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg was missing a label. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes d.4. Returned to manufacturer on: 11-mar-2024 h.6. Investigation summary: bd received one actual sample and 2 photos in support of this complaint from catalog 363706, lot number 3143765. Visual examination and evaluation of the photos were performed and revealed missing label on the side of the shelf pack. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause of the issue cannot be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg was missing a label. There was no report of patient impact.